Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was not reported. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention samples from the involved product code/lot number as well as the surrounding lots. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. There were two other complaints received from this facility for the same issue. Please refer to MDR numbers 1118880-2015-00099 and 1118880-2015-00100. The exact cause cannot be determined based on the available information and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4): actual device not returned.

Event description:
The user facility reported valve leakage on the rss602 device during a procedure. Follow-up communication from the user facility reported the following information: (1) after a few catheter exchanges the valve starts leaking; (2) minimal blood loss was reported; and (3) the patient is reported as doing fine.